Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. After five days, an ultrasound lower extremity venous duplex unilateral showed no significant change in appearance of right common femoral vein deep venous thrombosis. No new additional thrombus was identified. On the same day, the patient¿s discharge diagnosis stated that the patient was provisionally diagnosed with submassive pulmonary embolism. After ten years and five months, a computed tomography (CT) chest with contrast showed no evidence for pulmonary embolus. After nine months, a nuclear medicine ventilation-perfusion (v/q) examination showed high probability ventilation-perfusion (v/q) study for pulmonary embolism. After seven months, a computed tomography (CT) abdomen without contrast showed the cephalad tip of the inferior vena cava filter was demonstrated within the inferior vena cava, approximately 1.5 cm below the inferior-most right renal vein. The inferior vena cava filter long axis, in relation to the long axis of the inferior vena cava, on coronal images showed tilt to the right, counter-clockwise tilt of approximately 8 degrees and showed ventral tilt on the sagittal images of approximately 12 degrees. There was tip of 1 of the legs of the inferior vena cava filter, right lateral tip, that extended approximately 3.0 mm lateral to the lateral aspect of wall of the inferior vena cava and there was a posterior left inferior cava filter leg, that extended approximately 5.0 mm posterior medial in relation to the wall, as well as leg demonstrated posterior right extended 3.0 mm right posterior lateral. None of these inferior vena cava filter legs punctured the adjacent anatomy. Therefore, the investigation is confirmed for alleged filter tilt and perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced thrombus above the filter and pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient had blood clot go through the filter; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary:the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for tilted filter and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that sometime post filter deployment, it was alleged that the patient's ivc filter tilted and perforated the inferior vena cava wall. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.